Manufacturer narrative:
Ran full test of system all functions work correctly and to specification. If tip is overheating check water flow. Did not find any blockage or restrictions to water flow. Sending a new tip as a precaution in case there is a problem.

Event description:
While using a g136 scaler, the insert was getting hot; no injury resulted.